Event description:
It was reported that the patient was digging a hole near some buried electrical lines and the save to disk file shows 60 cycle ac noise on both atrial and ventricular channels suggesting emi (electrical magnetic interference). The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.